Event description:
Patient admitted code cva through ed and was critically ill with ischemic stroke. "To interventional radiology for mechanical thrombectomy". At the end of the procedure, arteriectomy was attempted to be closed with star close closure device. The device failed to deploy resulting in manual compression of the arteriotomy site for 40 minutes to achieve hemostasis. No harm to patient. Inr was 2.5.